Event description:
The vasoview hemopro 2 (non sterile demo unit) was used on radial evh cadaver lab. The jaws on the device were not closing with sufficient pressure and the energy was not being delivered at full power. It was noted that the cadaver tissue is much drier than human tissue and may have been a contributing factor. A replacement device was used for the case. No pt involvement.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no eval could be performed. A retain in sample from a similar lot was fully tested and found to be acceptable. A lot number of the reported device was not provided. A lot history record review was completed for the last three (3) lots shipped to the account. There was no nonconformance recorded in the lot history. (B)(4).